Manufacturer narrative:
Based on the information received, the visual examination and functional evaluation, it was concluded the instrument armed as intended. The incident with "trocar kept on disarming during entry" could not be repeated.

Event description:
The device was used during a diagnostic laparoscopic procedure. Trocar kept on disarming during entry through abdominal wall. Dr is not jerking the instrument during insertion, but using a smooth movement yet the trocar is still disarming. There was no consequence to the pt.